Event description:
Healthcare professional reported "grade 2 capsule" and "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture : unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease, non penetrating nick and wear abrasion ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "grade 2 capsule" and "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b3 b6 h6 h11. Clarification to h6 codes for initial medwatch: disregard e2303 capsular contracture and a010102 device appears to trigger reject, as the previously reported event of capsular contracture grade 2 is not serious or reportable.

Event description:
Healthcare professional reported "grade 2 capsule" and "rupture". This record is for the left side. Device remains implanted.